Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that her vns therapy programming was "faulty." Programming wand was subsequently returned to MFR for analysis. During analysis the reported issue, communication difficulties, was confirmed. The wand serial cable, which produced communication errors, had open an intermittent conductor. After the serial cable was substituted, successful functional test results verified consistent communication of the wand.